Event description:
It was reported that the programmer generated an error message at start-up. Rebooting it would clear the error but it had begun to recur more frequently. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the head tested out of specification on the e-field immunity functional test and the head's cable was replaced to resolve. Analysis also found that the head's label was missing the laminate backing and the label was replaced. Concomitant products: product ID 2090w programmer. (B)(4).